Manufacturer narrative:
(B)(4). The actual device was not available; however, a photograph of the sample was provided for evaluation. Photographic inspection revealed leakage into the housing of the device. The reported condition of a leak was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extra large volume intermate leaked during use. Liquid was observed in the housing of the intermate, outside of the elastomeric reservoir. This occurred after nearly half of the contents of the reservoir had been delivered to the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.